Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead: (B)(6) 2010. 0185 competitor defibrillation lead: (B)(6) 2010. Product event summary #(B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated elective replacement indicator on (B)(4) 2012. Comments eri date (B)(4) 2012. (B)(4).